Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was received with scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during bolus delivery. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer stated that they were able to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.